Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the universal surgical manipulator to correct the problem. System was tested and verified ready for use. Isi has received the usm associated with this event, but the evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that after a da vinci-assisted diaphragmatic plication surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 23008 occurred on universal surgical manipulator (usm) 3. After the customer restarted the system, all usm arm indicators turned red. The tse had the customer restart the system using circuit breaker and emergency power off (epo); however, after a restart, error 41014 appeared indicating isi core controller (icc) error overflow. The customer mentioned that the vision side cart (vsc) was cleaned with wet wipes. The procedure was completed with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) unit was returned for failure analysis and the reported error 230 was confirmed but not replicated. In logs, error 23008 was found, indicating pot to encoder error, usm3, axis 3, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. As a result of these findings, failure analysis concluded that the insertion searchlight is consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.